Manufacturer narrative:
The tenaculum forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. The broken piece of the pitch cable was returned with the instrument. Additionally, the housing was removed, and the instrument was found to have a dislodged pitch cable. The yaw motion may be non-intuitive as a result. Moreover, bearings found at the proximal end of the main tube exhibited orange discoloration. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps failed with a small piece of cable fell off instrument tip into patient. The surgeon was successfully retrieved cable fragment and was confident no other fragments remain in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. The surgical task being performed was grasping a uterine fibroid. The surgeon believe traction on the fibroid caused the instrument / accessory to break or caused the fragment falling issue. The instrument was in use for several minutes. The surgeon did not mention that they noticed any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure prior to the breakage and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Also, a loose cable still connected to the instrument was visible. The fragment was retrieved using a handheld laparoscopic grasper through the 12mm air seal cannula. Moreover, all the fragments were retrieved, by matching the fragment to the instrument and confirming that the two ends matched up and no additional surgical procedures and no post operative tests were done.